Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the peg tube was pulled into the stomach. The cause was thought to be due to the pigtail part at the tip of the j tube formed a knot, food residue attached, the j tube moved forward by peristalsis and as a result, the peg tube was pulled into the stomach. A peg-j tube replacement was performed. An image of the procedure was reviewed and it found a mark of a longitudinal ulcer. It was determined the ulcer developed because there had been pressure by the j-tube along with a long period placement. Treatment for ulcer is unknown.